Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date(s) (stated as ¿recently admitted¿), the patient was hospitalized for the peritonitis event and the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes not reported). On the same day as the receipt of this report, the patient was discharged home from hospital. At the time of this report, the peritonitis was resolving, the patient was still on antibiotics and the patient was recovering from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.